Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 64002, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: adapter. Evaluation and devices codes have been updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: adapter. Other relevant device(s) are: product ID: 64002, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that impedances were checked which showed as low, with adaptor failure noted. As a result the adaptor was replaced. It is unknown if the issue was resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 64002, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: adapter. (B)(6). Upon a secondary review, it was determined that this event is reportable for malfunction, not serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was at end of service (eos) before the replacement procedure. It was also noted that the hcp tried re-plugging the wire into the implantable neurostimulator (ins) or adaptor many times. During this process, the impedances would show "high and low at the same time", or only showed low. Due to the impedance issue, the hcp decided to replace the adaptor which normalized the impedance values. No further complications were reported/anticipated.